Event description:
It was reported that during a carotid artery stenting procedure, there was difficulty removing the filterwire embolic protection wire. Following placement of another manufacturer's carotid stent in the right carotid artery, the physician was not able to withdraw the filter with the retrieval device, despite re-dilating the stent. The retrieval sheath was reported to be "stacked at the middle of the stent more than three times". The filterwire was removed in an open loop state without damage to the carotid stent placed during this procedure. There were no pt complications and the pt was reported to be "stable".